Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.a device history record review is in progress. Once completed, a supplemental report will be submitted.concomitant medical products: mentor smooth round moderate profile 350cc saline catalog: 3501655 lot: 5594026 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline breast prostheses. Right breast prosthesis deflation and a large bubble on the lower left side of the left breast were reported. In addition, it was also stated that the patient was beginning to feel sick. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 10/29/2018, mentor became aware that it is unclear whether the large bubble on the lower left side of the breast was a bubble on the skin, or a double bubble deformity. The patient also reported that she is beginning to feel sick, but no details were provided. On 10/30/2018, mentor became aware that patient code wrinkling was erroneously excluded from the initial report. It was also concluded that the appropriate device code was: adverse event without identified device or use problem. Manufacturer¿s reference number: (B)(4).